Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed poor barrier separation issue after centrifugation on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received 200 samples for investigation. The samples were evaluated by visual examination for any gel defects, and no issue was found. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to poor barrier as all samples met specifications. Complaints for sample quality were not under statistical control for the month of january 2025. Therefore, factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and as tubes exhibited proper fill. Bd was able to duplicate the failure mode (fibrin) because the defect was evident in the testing of the complaint lot samples. Replicates of lot 4276808 retention samples tested displayed a degree of fibrin. All other visual observations demonstrated clinically acceptable performance with both retention and control samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for failure mode of poor barrier separation but confirmed for fibrin. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed poor barrier separation issue after centrifugation on unspecified number of tubes. No patient impact reported.